Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had two tampons with a string that was too short. After inserting the first tampon, she could not find the string and had to manually remove the tampon. She noticed a second tampon with a string that was too short and did not use this tampon. She was doing fine and did not seek medical attention.